Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the essure device from the right tube is within the fundal myometrium') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, morbid obesity, chronic anemia, endometriosis, diabetic, dysmenorrhea, bleeding intermenstrual, abnormal uterine bleeding, pelvic pain female, vulvovaginal candida, vaginal discharge, ovarian cyst, weight gain, insomnia, fatigue, loss of libido, joint pain, headache, low back pain, hair loss, cold intolerance, gastrointestinal symptom nos, right lower quadrant pain, acute kidney injury, hyperkalemia, endometriosis, type 1 diabetes mellitus, hypertension, ankle operation, cesarean section and tonsillar disorder. Previously administered products included for an unreported indication: amlodipine, atorvastatin, lexapro, lantus and celebrex. Concurrent conditions included diabetes, kidney stone, hypertension, post coital bleeding, cold intolerance, joint pain, unilateral leg swelling, insomnia and hyperglycemia. Concomitant products included ibuprofen (motrin), losartan and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), anaemia ("other injury(ies) or complication please describe: anemia/ blood or heart disorder/condition type: anemia") and loss of libido ("loss of libido"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with metformin, sitagliptin phosphate (januvia) and surgery (lavh/bs,total abdominal hysterectomy with bilateral salpingectomy and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, female sexual dysfunction, fatigue and dyspareunia outcome was unknown and the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, migraine, dysmenorrhoea, alopecia, weight increased, anaemia and loss of libido had resolved. The reporter considered alopecia, anaemia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, loss of libido, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: eight coils visualized from the right ostia and one coil from the left ostia. Excellent hemostasis. Discrepancy noted for removal previously reported removal-yes and now reporting as removal or pip?- pip. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 122.4 kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device expulsion. Lot number: b40019, manufacturing date: 2013/05, and expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: medical record received:event 'the essure device from the right tube is within the fundal myometrium', medical history, reporter information were added. Patient demographic was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the essure device from the right tube is within the fundal myometrium') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, morbid obesity, chronic anemia, endometriosis, diabetic, dysmenorrhea, bleeding intermenstrual, abnormal uterine bleeding, pelvic pain female, vulvovaginal candida, vaginal discharge, ovarian cyst, weight gain, insomnia, fatigue, loss of libido, joint pain, headache, low back pain, hair loss, cold intolerance, gastrointestinal symptom nos, right lower quadrant pain, acute kidney injury, hyperkalemia, endometriosis, type 1 diabetes mellitus, hypertension, ankle operation, cesarean section and tonsillar disorder. Previously administered products included for an unreported indication: amlodipine, atorvastatin, lexapro, lantus and celebrex. Concurrent conditions included diabetes, kidney stone, hypertension, post coital bleeding, cold intolerance, joint pain, unilateral leg swelling, insomnia and hyperglycemia. Concomitant products included ibuprofen (motrin), losartan and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), anaemia ("other injury(ies) or complication please describe: anemia/ blood or heart disorder/condition type: anemia") and loss of libido ("loss of libido"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with metformin, sitagliptin phosphate (januvia) and surgery (lavh/bs,total abdominal hysterectomy with bilateral salpingectomy and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (b)(60 2018. At the time of the report, the device expulsion, genital haemorrhage, female sexual dysfunction, fatigue and dyspareunia outcome was unknown and the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, migraine, dysmenorrhoea, alopecia, weight increased, anaemia and loss of libido had resolved. The reporter considered alopecia, anaemia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, loss of libido, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: eight coils visualized from the right ostia and one coil from the left ostia. Excellent hemostasis. Discrepancy noted for removal previously reported removal-yes and now reporting as removal or pip?- pip diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 122.4 kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device expulsion. Lot number: b40019 manufacturing date: 2013/05 expiration date: 2016-05-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, morbid obesity, chronic anemia, endometriosis and diabetic. Concurrent conditions included diabetes and kidney stone. Concomitant products included ibuprofen (motrin), losartan and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), anaemia ("other injury(ies) or complication please describe: anemia/ blood or heart disorder/condition type: anemia") and loss of libido ("loss of libido"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with metformin, sitagliptin phosphate (januvia) and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, alopecia, weight increased, anaemia and loss of libido had resolved and the genital haemorrhage, female sexual dysfunction, fatigue and dyspareunia outcome was unknown. The reporter considered alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, loss of libido, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: eight coils visualized from the right ostia and one coil from the left ostia. Excellent hemostasis. Discrepancy noted for removal previously reported removal-yes and now reporting as removal or pip?- pip. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 122.4 kgs. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number: b40019, manufacturing date: 2013/05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2021: pfs received. Reporter information was updated. Patient's medical history and event "dyspareunia (painful sexual intercourse)" was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, morbid obesity, chronic anemia and endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: eight coils visualized from the right ostia and one coil from the left ostia. Excellent hemostasis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, morbid obesity, chronic anemia, endometriosis and diabetic. Concomitant products included losartan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and anaemia ("other injury(ies) or complication please describe: anemia"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and loss of libido ("loss of libido"). The patient was treated with metformin, sitagliptin phosphate (januvia) and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, alopecia, weight increased, anaemia and loss of libido had resolved and the genital haemorrhage, female sexual dysfunction and fatigue outcome was unknown. The reporter considered alopecia, anaemia, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, loss of libido, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: eight coils visualized from the right ostia and one coil from the left ostia. Excellent hemostasis. Discrepancy noted for removal previously reported removal-yes and now reporting as removal or pip?- pip diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Lot number: b40019 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number: b40019, manufacturing date: 2013/05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, morbid obesity, chronic anemia, endometriosis and diabetic. Concomitant products included losartan. On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In june 2014, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In april 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and anaemia ("other injury(ies) or complication please describe: anemia"). In september 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and loss of libido ("loss of libido"). The patient was treated with metformin, sitagliptin phosphate (januvia) and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, alopecia, weight increased, anaemia and loss of libido had resolved and the genital haemorrhage, female sexual dysfunction and fatigue outcome was unknown. The reporter considered alopecia, anaemia, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, loss of libido, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: eight coils visualized from the right ostia and one coil from the left ostia. Excellent hemostasis. Discrepancy noted for removal previously reported removal-yes and now reporting as removal or pip?- pip. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2014: total bilateral occlusion. Lot number: b40019. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2020: pfs and mr received. Reporter information, lot number, concomitant drug added. Events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), fatigue, hair loss, weight gain, other injury(ies) or complication please describe: anemia, loss of libido added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, morbid obesity, chronic anemia and endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: eight coils visualized from the right ostia and one coil from the left ostia. Excellent hemostasis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: mr received. Reporter information, removal details added. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.